Event description:
Dealer advised issue with left motor. Dealer is stating that every time the end user hits the bump, the chair will actually shut down. Dealer stated that the tech took all the wires off and cleaned them and it still is shutting down over the bumps. Dealer could not provide any further information.